Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable device declared the battery status end of life (eol). This device has not met the projected longevity. Currently this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.